Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 472mg/dl and insulin pump alarmed for no delivery. Customer states the insulin exited. Customer states that when pulled out the cannula noticed blood. Customer advised to monitor the pump and call back if no delivery continues. Products will not be return for analysis.